Event description:
The recipient is reportedly experiencing a partially inserted electrode. The recipient ceased device use. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent electrode repositioning surgery on (B)(6) 2019. The recipient's activation went well. This is the final report.